Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent removal of a broken screw. The surgery was a regular implant removal after osteotomy of the femur shaft. The broken tip of the reamer tube is in the femur canal. The initial osteotomy was performed in (B)(6) 2018. The broken screw was successfully removed. It is unknown if there was a surgical delay. Patient outcome after the procedure is unknown. This complaint involves one (1) device. This report is for (1) unk - screws: trauma. This report is 1 of 1 (B)(4). The (B)(4). Will capture the intra-op event "during the removal procedure the tip of the spare reamer tube was broken off. The (B)(4). Will capture the post op event "removal of broken screw.